Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 28 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that approximately 1 month ago, the patient was being evaluated for another medical condition, when an incidental finding of the stent graft migration was noted. The stent graft was all the way in the aneurysm sac, and there was a large proximal type I endoleak. At the time of migration, the aneurysm measured 11.8 cm in diameter, and the aortic neck was 1 cm long with an angulation of 60-70 degrees. The migration was attributed to the short, dilated, and angulated aortic neck. The physician elected to intervene by placing an endurant cuff proximally, which successfully resolved the endoleak and migration. No additional clinical sequelae were reported, and the patient is fine. An internal review of post-implant films show that the stent graft has migrated down to the aneurysm sac with a proximal type I endoleak. The aorta diameter below the renals is 25 mm x 36mm. There is good bilateral distal limb fixation.

Manufacturer narrative:
(B)(4): evaluation, results: (endoleak, graft migration). Results/conclusions: (short, dilated, and angulated aortic neck).